Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a procedure on (B)(6) 2008. According to the complainant, post- implantation the patient experienced repeated yeast infections, repeated bladder infections, dyspareunia, pain during urination, and problems with the flow during urination (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.